Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached.

Event description:
It was reported that it ws difficult to insert the setscrew wrench into the port, once inserted the screw would not tighten. The device was attempted, but not implanted. No patient complications have been reported as a result of this event.